Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stent remains in patient's anatomy compressed against the vessel wall. Device issue: stent dislodgement. It was reported that the stent dislodged from the stent delivery system (sds) in the proximal right coronary artery (rca) undeployed. The stent was dilated and compressed with multiple balloon dilations and remained compressed against the vessel wall. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
Stent dislodgement can be influenced by factors including improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. All sds are inspected for proper stent placement, stent damage, and crimped stent outer diameter. A sampling of units is destructively tested prior to release to verify stent dislodgement force. There was no report of any damage to the sds or stent implant prior to use, suggesting that the stent dislodgement was a result of the procedure. A conclusive cause cannot be determined.